Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of unknown. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the emergency medical service dispatched. Customer stated that the unconscious for two days in the intensive care unit. Customer stated that the cannula was bent. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.